Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and provider information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered. To address the issue, the patient may be awaiting surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.